Manufacturer narrative:
The product was returned for analysis. No damage was observed to the lens. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested and received.

Event description:
A surgeon reports that following intraocular lens (iol) implant surgery during which a 12.5mm lens was inserted, the lens was mobile and rotated in the eye for a number of weeks. A vitrectomy was performed, and the lens was exchanged for a 13mm lens.